Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was broken. Customer¿s blood glucose value was unknown. Customer stated that the reservoir was not able to lock into the place. Customer was advised to discontinue the use of the insulin pump and revert a backup plan as per health care professional. The insulin pump will return for the analysis.